Manufacturer narrative:
Evaluation results: visual inspection of the product found the lens stuck in an aq cartridge. There was evidence of surgical residue, but no visible damage to the delivery device. Investigation under iaca is on going.

Event description:
An aq2010v model lens, diopter-11.5, became stuck in an aq cartridge and wouldn't eject. There was no patient contact or injury. The facility stated, it was unknown if there was a product malfunction. An msi-tm injector was used and the lot number is unknown.